Manufacturer narrative:
(B)(4).

Event description:
It was reported telemetry issues were observed during a device interrogation to read the impedance values. The patient was equipped with an left ventricular assist device. The patient returned to the hospital and a couple of programming changes were made. The device is working properly now and can be interrogated. The patient condition was stable after the procedure and will followed-up soon.